Manufacturer narrative:
H6: the img code has been updated for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via manufacturing representative (rep) regarding a patient who was receiving gablofen (500 mcg/day at 500mcg/ml) via an implantable pump . It was reported that the patient had experienced an infection in (B)(6) 2026. It was unknown whether there was any environmental/external/patient factors that may had led or contributed to the issue. There was no diagnostics/troubleshooting performed. The pump and the catheter were explanted in (B)(6) 2026. A new pump and the catheter were implanted on (B)(6) 2026. The issue was resolved at the time of the report. It was noted that the medtronic was not made aware of pump removal until (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.